Manufacturer narrative:
(B)(4). Technical service engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the graphical user interface (gui) printed circuit board (pcb), and customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to evaluate the device.

Event description:
It was reported that an 840 ventilator had a reset error and the graphical user interface (gui) display was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.